Manufacturer narrative:
The returned samples were visually inspected and was found to be conforming. The samples were then functionally tested and water was observed dripping between the cannula and the soft tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos given by the customer were reviewed by the manufacturing site. Photo 1 shows a customer letter, photo 2 shows the tyvek label of the soft tip product. The reported product and lot numbers were confirmed from the label. The complaint evaluation confirms leaking between the soft tips and the cannulas. After reviewing the inspection record of the lots and the manufacturing records there were no anomalies in the components or manufacturing process. The root cause is the manufacturing design is not intended to prevent leaking between the cannula and soft tip. It was determined that there is no design requirement for leaking between the cannula and soft tip. No action was taken as the hazardous situation in the risk management file lists the overall risk as low and the complaint rate supports the likelihood as low; no additional actions are required. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic tip was found to be leak from junction of silicon and needle. The surgery was completed with no reports of patient harm.